Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: two events were reported for this quarter. Product return status: one device was received for evaluation. One device was not available to stryker for evaluation. Evaluation status: one device evaluation is in progress. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. Two events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 previously reported events are included in this follow-up record.   Product return status: 1 device was received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status: reported events were confirmed during testing. Devices were found to be affected by a missing pin and detached collar. Devices were not labeled for single-use. Devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.